Manufacturer narrative:
Section d4 updated: a merit lot number and merit part number have been received from the account. This submission will reflect the new data received. The investigation is still underway.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during attempted access with a 4f mak kit, the access wire started to unravel within the patient. The access wire was successfully removed without medical intervention. Another wire was used to complete this procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.